Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site on 29-apr-2024. The blood glucose level of the patient at the time of issue was 270 mg/dl. The issue occurred with one infusion set used for 18 hours. No further information was available